Event description:
The customer reported that the systems x-ray switch was stuck during a case. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray switch and reloaded calibration files. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.